Manufacturer narrative:
To date, suggests that this medical device remains actively in service. If new information were to become available, this report will be further evaluated and updated. Until such time, investigation is considered closed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) provided therapy only after a delay of several seconds as the patient's heart rhythm accelerated from the vt-1 to vt to vf zone and met vf duration. At one point the rhythm was converted, however, the patient was noted as symptomatic. Electrical re-programming may be done to mitigate (consideration was being given as to whether to shorten duration or potentially lower the vf zone cutoff so that the rhythm starts in the vf zone rather than accelerating into it).